Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used during a transbronchial balloon dilatation procedure for stenosis performed on (B)(6) 2026. During the procedure, the balloon could not expand normally. Additionally, after the balloon was withdrawn, a pinhole was notice. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in a pulmonary anatomy location.